Event description:
Written report received states, "leakage. Flow restrictor connection to patient. From hub attachment from line." Reported condition observed during storage after 19 days. Per reporter device leaked into the overpouch thus resulting in no exposure to anyone. Reporter states that no one required any medical intervention as a result of the reported conditon. Device contained 5 fluorouracil 2520 mg and normal saline for a total fill volume of 84 ml. Reporter further states that the medications were not filtered when compounded.